Event description:
A pt reported that after treatment in the cheeks with an unspecified juvederm with lidocaine product that the pt experienced, "numbness, swelling, pain, black and blue, and looks terrible." The pt reported using vitamin e cream to treat the pain without a health professional's recommendation. The pt subsequently saw a general practice physician who suggested using ice and advil to treat the swelling and pain and who also prescribed a "sulfur based antibiotic." The pt was also subsequently seen by the injecting physician who suggested taking motrin and hydrocodone to treat the swelling and pain. The pt would not provide any contact info for self nor did the pt give permission to contact the physicians. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).